Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was confirmed to be fully functional after computer replacement. Further hardware investigation of the returned computer found physical damages. The external usb connector had separated from the computer chassis. This issue was documented in a medtronic navigation hardware anomaly tracking database. No white images were observed during burn-in testing and the computer passed hard drive testing. The reported event could not be replicated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system and that the system was now functioning as designed. The suspect computer for the navigation system was returned to the manufacturer for evaluation. The computer was able to start up to the application with no fault. Both (B)(4) passed without any faults observed.

Event description:
A medtronic representative reported that, when loading exams onto the navigation system, the system had a half white display. The system then became unresponsive. Restarting the navigation system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.